Event description:
It was reported that the patient presented in-clinic with noise on the lead. Externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only the distal portion of the lead was returned for analysis. External insulation abrasion were noted between 7.5cm and 8.7cm and 8cm to 8.7cm from the distal tip. One of the ring electrode conductors was abraded. This damage was consistent with friction to another device.